Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The fuse and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.